Event description:
A caller reported experiencing a cartridge alarm 20 during the insulin pumping process. The caller's blood glucose level was reported as 262 mg/dl, which is within a normal range. The customer was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.